Event description:
While removing the angioguard, the patient experienced a neurological event of ischemic stroke. There were no malfunctions encountered with the precise stent and angioguard. The patient left the angiography suite with neurological deficit. The patient was enrolled and treated in the study with a precis stent the left carotid artery.

Manufacturer narrative:
Please note that this device is not available for analysis. Additional information will be provided within 30 days of receipt. This is one of two products involved with the reported event, which is associated with manufacturing report number 1016427-2009-00193. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of the lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Zero units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot.